Event description:
International customer reported that the device failed to drain one day following implant. The patient was returned to surgery, the drain explanted and replaced with a new drain. No further information was provided.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.